Event description:
It was reported that the patient presented to the hospital with frequent device shocks, which started in flecainide therapy given for the patient's afib. It was also reported the patient had developed chest pain with shortness of breath prior to the shocks. These symptoms had been recurrent and increasing. Device interrogation showed the device at eri (elective replacement) and multiple episodes of vt that were noted as probably related to the effect of flecainide. The device was removed and upgraded to a crt device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.